Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart twice. Customer cannot recall the blood glucose reading. The customer stated the insulin pump was not recently stored nor out of use for an extended period of time. Customer received the unexpected restart alarm after inserting new batteries. Customer also received several other alarms. Insulin pump will not be returning for analysis.